Event description:
The blade is not cutting in the middle. The user facility claims that there was no pt injury. The dermatome did not work at initial use possibly due to the thickness guard not being seated properly. The user facility reported using padgett single use blades. A difference dermatome needed to be used to complete the procedure.